Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The upstream sensor was replaced to correct this condition. Additional information: low readings, increased sensitivity.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.